Manufacturer narrative:
H2: additional information h6: health effect - impact code.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the anchors appear to be attached to the needle as intended. No physical damage visible to the device imaged. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was deployed from the device. The t2 anchor was attached to the needle as intended behind the needle dimple. The actuator was not triggered. No physical damage visible to the device. A functional evaluation revealed the t2 anchor could be deployed as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during meniscus repair procedure, outside the patient, t2 of the ultra fast-fix assembly - curved did not deploy. T1 was removed from the patient as a consequence. The procedure was finished with the same device. Surgical delay less than or equal to 30 minutes. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during meniscus repair procedure, inside the patient, t2 of the ultra fast-fix assembly - curved couldn't be issued. T1 was removed from the patient. The procedure was finished with the same device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.